Event description:
A malfunction with code malf 12 was reported, which involved a resettable error that had not been previously reset by the customer. There was no reported adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support in performing a pump reset, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reoccurred.